Manufacturer narrative:
The physical sample was returned to the manufacturing site for analysis and investigation; it consisted of one permcath catheter that came inside a generic plastic bag. The catheter was received with blood residues. Visual inspection was performed and no visual defects were identified. The catheter was submitted to an underwater test in order to confirm the reported condition however a leak was not identified during the underwater test. Five photos were provided by the customer. Visual evaluation of these photos was performed; the first picture showed a catheter in a relaxed position; blood residues was observed in the cuff. In the second photo, the catheter was observed with a syringe attached to the venous lumen, the tip was not clamped and bubbles could be observed closed to the tip. The third picture showed the catheter clamped at the tip with a syringe in the venous adapter, bubbles or leaks could not be identified. The fourth image showed the catheter with the syringe in the arterial adapter and the tip was not clamped, bubbles could be seen near the tip. The last picture showed the catheter clamped at the tip with a syringe in the arterial extension, bubbles were not observed. No leaks or defective conditions were confirmed with these pictures or the physical sample therefore a root cause analysis could not be conducted to determine the root cause of this reported issue. No triggers or trend were identified and no harm was reported; therefore no additional corrective or preventive actions are required at this moment. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 12/20/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter. The customer states that there was leakage from the y part after 6 months of use. No patient harm.